Manufacturer narrative:
The customer reported that they will not return the defective blender assembly for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator showing low inlet alarm. The customer confirmed that there was no patient involvement associated with the reported event.